Event description:
A combined initial and final report is being submitted due to the completion of the investigation on 01-jul-2026. On (B)(6) 2026, at 16:02, the patient underwent a diagnostic precise variceal devascularization procedure guided by endoscopic ultrasonography in the endoscopy room. Before the procedure, the nurse and the doctor double-checked the name and model of the device used. After confirming everything was correct, the device were inserted into the stomach through the endoscope working channel. The doctor diagnosed the lesion site. During the puncture process, it was discovered that the puncture needle could not be advanced normally. The operation was immediately stopped and the puncture needle was removed. It was found that the connection between the handle and the cannula was broken. Subsequently, the puncture needle was replaced, and the procedure was successfully completed was gaining access to the target site difficult? No. Was puncture of the targeted site difficult? Yes. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. What is the scope manufacturer and model number that was used? Olympus 290. Was the scope recently service/repaired? No. Was the device used in a tortuous position? Gastroscopy. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Needle advancement. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No.

Manufacturer narrative:
A combined initial and final report is being submitted due to the completion of the investigation on 01-jul-2026 _______________________________________ investigation - evaluation: device evaluation 1 unit of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 09 jun 2026. Observations from the lab evaluation were as follows; needle and sheath observed to be broken below mlla. Sheath extender able to retract without issue and advance with slight difficulty. Needle handle able to advance and retract with slight difficulty. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101) image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As per additional information gaining access to the target site was difficult. A potential root cause may be related to a flexed or twisted position of the device within the scope, or the device being held at an angle during the procedure. Such positioning could lead to proximal needle breakage and may prevent the needle from advancing properly as reported by the user. Another possible root cause could be due to the device been over torqued during the procedure leading to the needle to break below the mlla which would have led to the needle advancement difficulty experienced. It is also possible that the device incurred some damage during packaging, transport, or prior handling (e.g., inadvertent bending or kinking) which may have weakened the needle and potentially led to the fracture during the attempted advancement of the needle. A CAPA (B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA . Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.